Manufacturer narrative:
Complaint confirmed, three (B)(6) drivers were returned. No anchors or fragments were returned. The tip of two drivers were bent/twisted and one had the tip broken off. The cause of this event is undetermined; however, a most likely cause is the user-applied excessive mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopy surgery the tips of the handles of three devices ar-1318ft-40 (lot 11838516) torqued or broke off. The breakage occurred outside of the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 16-jul-2021: it was confirmed that the devices broke during implantation inside the patient. The devices will be returned for investigation.